Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d4;g3;h2;h3;h6;h10. The following section was corrected: d1. H6: component code: mechanical (g04) stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined for the dislocation. No problem was found with the neck and stem. The modular necks and stems feature mating tapers that are designed to achieve stable, long-term fixation. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised twice. The first revision was for unknown reasons and replaced the head and neck. The second revision was for dislocation. During the second revision, the head was replaced, however, the neck was unable to be removed.

Manufacturer narrative:
(B)(4). D10: 00784802201 modular neck bb 12/14 neck taper use with +0 heads only 64441227 00885200628 28mm i.d. Size ee elevated rim liner use with 44mm o.d. Size ee shell 63793586 00801802802 femoral head sterile product do not resterilize 12/14 taper 64309631 g2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.